Event description:
Caller reported that insulin gauge was displaying an amount different than expected, with the current fill estimate showing 0 units instead of the expected 153 units, exceeding the allowable difference of 30 units. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer completed necessary steps to address the issue, including removing air from the cartridge and using room temperature insulin. With guidance from technical support, caller loaded a new cartridge, and the issue was resolved.